Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the "plastic tubing of the stop cock" on the vizigo sheath hub, appeared to have "deteriorated." There appeared to be a bubble present inside the tubing portion, and it was not "lucid through the tubing." The vizigo sheath was replaced, and the issue was resolved. The procedure continued and there was no patient consequence. Additional information was received. It was reported that the specific section where the issue was observed was the side port (stopcock/three-way valve). The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the "plastic tubing of the stop cock" on the vizigo sheath hub, appeared to have "deteriorated." There appeared to be a bubble present inside the tubing portion, and it was not "lucid through the tubing." The vizigo sheath was replaced, and the issue was resolved. The procedure continued and there was no patient consequence. Additional information was received. It was reported that the specific section where the issue was observed was the side port (stopcock/three-way valve). The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. Device evaluation details: the device was returned to johnson and johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned device revealed no damage or anomalies with the stopcock tubing. An irrigation test was performed and a bubble-like, with no movement, was observed in the side port section close to the hub. Due to this condition, a supplier manufacturing investigation was requested, and it was concluded that this complaint was not related to the manufacturing process since the sample was pressurized and the device hub and stopcock were submerged in water, and no air leak was noticed. There was bubble observed from the hub towards the stopcock tubing; however, this bubble did not present a leak path. A device history record was performed for the finished device number lot 60000397 and no internal action related to the complaint was found during the review. The deteriorated condition issue reported by the customer was confirmed. The potential cause of the bubble-like condition could be related to when the glue was being applied to secure the stopcock tubing to the hub. There was a small portion around the perimeter of the tube that did not get the same amount of glue as the other areas. The other possibility is that when glue was applied, there was an air pocket that became trapped which then attempted to work itself to the surface, but the glue was cured prior to that occurring. However, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: inspect all components before use. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).